Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had a bladder infection that started the day of the call. Additionally, the patient indicated that they encountered the upper limit screen. The meaning of the screen was reviewed with the patient. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.